Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple incomplete bolus alerts. Reportedly, the alerts could not be cleared and reoccurred despite no user interaction. Customer's blood glucose was 403 mg/dl. The customer continued to use the pump for insulin therapy.